Event description:
Related manufacturer reference number: 3006705815-2019-02259.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02259. It was reported the patient¿s scs system was not providing adequate relief. Diagnostics revealed high impedances on lead contacts. As a result, the leads were explanted and replaced on (B)(6) 2019. During the procedure, it was determined the patient's leads were fractured which caused the issue. Effective therapy was established post-operatively.